Event description:
Customer allege,d the alarm light will not go off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Manufacturer narrative:
Per independent repair center, the product was returned and evaluated (B)(4). The results of the return evaluation are: control panel/short circuit/no alarm.

Event description:
Customer alleged, the alarm light will not go off.